Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Operator reported venous air alarms during a routine hemodialysis treatment which could not be resolved. Treatment was discontinued without rinseback of the pt's blood due to clotting of the extracorporeal circuit resulting in an estimated blood loss of 190cc. No med intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal circuit following operator failure to promptly resolve venous air alarms. The user's guide includes adequate instructions for resolving air alarms. The exact cause of alarms is unk however, the cycler alarmed appropriately as operator reported observing air in the filter. There is no evidence of a device malfunction. Nxstage medical considers this report closed. No add'l info will be provided.